Event description:
It was initially reported that the patient had a suicide attempt or gesture. There has been history of the patient having suicide attempts and gestures which were unrelated to vns. It is unclear is this suicide attempt or gesture was related to vns. In the form that was submitted to the manufacturer was noted that there had been no suicide attempts or gestures since the last visit but then on another part noted that there have been one attempt or gesture that there was no information about. It is unclear if that may have been previous event that was already investigated. Good faith attempts for more information have been unsuccessful to date.

Event description:
Reporter indicated the patient's suicidal gesture/attempt was unrelated to the vns, and that the patient was having more gestures/attempts since the vns was implanted. Reporter stated "this client has a long history of suicidal thoughts and attempts. She has been close to being successful on several occasions. Initially after the vns was implanted these thoughts and attempts did not decrease. As time was progressed, and her living arrangements changed, the thoughts have decreased, but never completely gone. She has had no attempts. She is able to verbalize that even though the thoughts continue, she does not make any plans. She was placed in a nursing home that provides her with the security needed to prevent any follow through to a plan. We do not know if this would have been true if she was still in the community living by herself. (Client's continued thought of suicide may also be a result of loss of limb as a result of a suicide attempt. Its absence is a constant reminder.) The vns has been of benefit to this client."